Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a communication anomaly was observed on the implantable cardiac monitor. It was noted that an alert transmission was sent when all alerts for symptom episodes were turned off. No further information was reported.